Manufacturer narrative:
The complaint sample is available, and market surveillance has been contacted to obtain additional information and arrange for the sample's return.

Event description:
Received a call on 02mar2026 from an employee who reported hyqvia and hyhub device ae and pqc. The employee only had the email from the hcp and had no other information. The email was forwarded to this interaction. The email states as follows: "we have a patient & nurse that is using the hyhub device. In their attempt this weekend for her third dose, they attached both meds to the hgyhub and the nurse could not retrieve any of the medication and could not remove the vials from the device. The meds are still with the patient, on the hyhub refrigerated, and the patient missed her dose and the insurance will not pay for a replacement. Can either of you please help in giving direction on how the patient's meds can be replaced? And she get dose asap." The hcp sent a follow up email on 02mar2026 stating "yes. Purchased directly from takeda.